Manufacturer narrative:
The device was received for evaluation. During functional testing, a "downstream occlusion too high" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device passed downstream occlusion testing. The force sensor requires calibration as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion that was too high during testing. There was no patient involvement.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.